Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address infection. The cup was loose and there was osteolysis. Update: (B)(6) 2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The reported asr devices have been discontinued/obsoleted/recalled from the market and will not be investigated further. A search of the complaints databases against the provided femoral stem and sleeve product/lot code combinations found no other reports. The patient was initially implanted with depuy devices in (B)(6) 2007 and revised for infection in (B)(6) 2011. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection almost four years post primary implantation. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.